Manufacturer narrative:
At the olympus service center, it was also noted the glue was missing on the body. The glue was also peeling. The objective lens had peeling cement. The chip on the edge of the lens did not affect the image. The reporter¿s issue was confirmed. The nozzle was clogged. Also found, the guide pipe nut was loose. The air-water mouthpiece was loose. The left and right control knob movement was loose. The ultrasound image had one broken element. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the air channel was blocked on the evis exera ii ultrasound gastrovideoscope. During the evaluation of the device a cut on the pink probe was noted. No patient involvement reported. This report is to capture the reportable malfunction of a cut on the pink probe noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the surface of the ultrasonic transducer was cut because external force was applied to the relevant part by hitting it against something or getting it caught when the subject device was transported, stored, used, or cleaned. The instructions for use (IFU) provides the following guidelines: warnings and cautions (p.7) warning: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿